Event description:
Customer reportedly received results of around 300 mg/dl and 60 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, test strips have been discarded; replacement was sent.